Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump basal insulin was not delivering properly. Additionally, the pump was not logging data despite being in use. Customer's blood glucose level was not impacted. Reportedly, the customer had an alternate method of insulin delivery available.